Event description:
The pt called alleging erratic readings on the lifescan meter. The pt received a 446 mg/dl, 512 mg/dl, 300 mg/dl, 226 mg/dl and 309 mg/dl. Readings were taken 2-5 minutes from one another. The test strips were in good condition and not expired. The technique of applying blood on the test strips was correct. The control solution that the pt had was not expired. The test strips failed twice using the control solution. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, control solution, and test strips were replaced.